Event description:
I had been coughing up phlegm for a long time. Thought it was acid reflux and was prescribed protonix 2x daily. Then growth in thyroid kept getting larger, inhibiting swallowing. Ultrasound showed 2 masses, both benign after biopsied. Leg numbness continued. X-rays showed hemangiomas on lumbar spine and kidney lesions. Will have 3rd MRI tomorrow. First emg was normal but one this week showed nerve damage. A1c was 5.7 so not diabetes. I've had to go for physical therapy, chiropractic in case of pinched nerve (no), to a urologist, 2 neurologists and a neurosurgeon. It continues to worsen and affects my ability to sleep, sit, or lie down. Just this week, (B)(6) told me about the recall. I registered my device and discontinued use of that CPAP. My provider went out of business so perhaps that is why I didn't know about the recall. I've had many tests with more coming. FDA safety report ID# (B)(4).